Manufacturer narrative:
(B)(4). This lot was manufactured from november 4, 2014 to november 5, 2014. Evaluation summary: the device was received for evaluation. A visual inspection and functional testing were performed. While the device was manually being filled a leak/backfill was observed at the fillport. Upon closer inspection it was identified that there was a particle under the check band that was resulting in the backflow. A fourier transform infrared spectroscopy scan found the particulate matter to be glass. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from its fill port during filling. There was no patient involvement. No additional information is available.